Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found the lens optic and haptic torn. Corrected data: b5 - "the lens was implanted and removed and replaced intraoperatively" should be corrected to "the lens was replaced intraoperatively with another lens". The lens was not implanted. D6a- "31-aug-2020" should be removed as it is not applicable. D6b - "31-aug-2020" should be removed as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5 13.2, -11.00/1.0/104 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively. This resolved the problem. Cause of the event is reported as device.